Event description:
During rehab at 4 months from primary, patellar dislocation was experienced. Femur, patella implant and insert revised successfully.

Manufacturer narrative:
Batch review performed on xx january 2023: lot 2108388: (B)(4) items manufactured and released on 13-oct-2021. Expiration date: 2026-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional involved implant: batch review performed on 03 january 2022 on gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot. 2202669. Lot 2202669: (B)(4) items manufactured and released on 23-may-2022. Expiration date: 2027-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.